Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was major bleeding for a patient which resulted in hospitalization and blood transfusions.

Manufacturer narrative:
It was indicated that the event was considered resolved on (B)(6) 2016. The primary investigator reported that the event was possibly related to the device and patient's condition and unrelated to the implant procedure. With review of available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to bleeding are multifactorial and are thought to be partially related to the continuous, non-pulsatile flow, anticoagulant therapy, past medical history and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.